Event description:
Event description guidant received information that 4 days after this implantable lead was implanted there has been noise on the rate/sense and shock electrogram. This has caused inhibition of pacing. All lead measurements are normal. The noise could not be reproduced.